Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered three inappropriate shocks to the patient. The s-ICD was reported to have recorded six untreated episodes as well. The tachy therapy was deactivated as oversensing of noise from air entrapment was suspected to be the cause of the delivery of inappropriate therapy. Later, therapy was reactivated and the s-ICD was reprogrammed. The s-ICD remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.